Event description:
It was reported the customer was hospitalized due to gall bladder issues. During hospitalization customer has been experiencing high blood glucose levels due to dexterity issues. Troubleshooting was performed. Customer's blood glucose level was 218 mg/dl. No symptoms were expressed. Customer has been treating with manual injections due to dexterity issues affecting the adhesive of the infusion set. Customer does not feel ok to continue troubleshooting. Customer's son stated customer experienced a high blood glucose level of 300 mg/dl. The insulin pump was taken off the customer when he was admitted to the hospital and the device was at home. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.